Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary during a procedure on (B)(6) 2025. During the procedure, the wire inside the handle at the rear end broke. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. ***additional information received*** type of procedure: endoscopic retrograde cholangiopancreatography (ercp).

Manufacturer narrative:
Block h2: additional information. Block b5, block e1, e2 and e3 have been updated based on the information received. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary during a procedure on (B)(6) 2025. During the procedure, the wire inside the handle at the rear end broke. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: far (B)(6) hospital. (B)(6). Phone number: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: a trapezoid rx was received for analysis. Visual examination of the returned device found the guide side car rx was push back 3 mm, the working length was kinked. The handle cannula wasn't broken but was detached, the cannula had evidence of crimping. The reported event was not confirmed. The handle cannula wasn't broken but was detached. Based on the available information, this was most likely also caused due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone, and by this force applied, the working length tends to "retract" itself. Therefore, pushing back the side car rx, there is also a possibility that the same force applied when trying to destroy the stone caused the detachment of the handle cannula, is important to highlight that the cannula had evidence of crimping. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the wire inside the handle at the rear end broke. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.